Manufacturer narrative:
The insulin pump alarmed motor error during rewind due to motor encoder out of phase. Displacement test was not performed and motor position encoder error alarmed was not confirmed due to motor error alarms. The device had cracked case at display window corners, cracked reservoir tube lip, cracked battery tube threads, and minor scratches on display window.

Event description:
The customer reported that he had magnetic resonance imaging performed and forgot to disconnect the insulin pump, which then started to alarm. The customer's blood glucose was 228 mg/dl. He cleared the alarm and received assistance reprogramming the insulin pump. The customer stated he received an alert ten times. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).